Manufacturer narrative:
This event happened at (B)(6) hospital in the united kingdom. This event was previously reported under MFR # 2916596-2018-01405 and is being reported here related to the field action listed. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. Manufacturer's investigation conclusion: the reported event of a grinding noise emitting from the pump head was not confirmed. The returned centrimag motor (serial number (B)(4)) was tested under a work order on 20apr2018. The reported event was not reproduced. The motor was tested with the centrimag console (serial number (B)(4)) and flow probe (serial number (B)(4)) of the same complaint and the motor did not make atypical grinding noises. A full functional checkout was performed and the unit passed all required tests. The motor was returned to the customer site. The root cause of the reported event was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2018. It was reported that after 105 minutes of support, a grinding noise was noticed coming from the pump head. The primary console did not alarm. The revolutions per minute (rpm) were displayed, but no flow was displayed. The pump head was re-seated, but this did not correct the problem. The pump head was then moved to the backup system, which resolved the problem. The patient reportedly did not suffer any hemodynamic compromise or require initiation of inotropes. The patient was later taken off of mcs support. No additional information was provided.